Event description:
It was reported that a double beep with cassette (during testing/no patient injury) was experienced.

Event description:
It was reported that a double beep with cassette (during testing/no patient injury) was experienced.